Event description:
A report was received that a patient underwent a pocket revision procedure due to discomfort at the pocket site. The pocket site was relocated to a more comfortable location, and the patient was reportedly doing well following the revision procedure.

Manufacturer narrative:
This is the final report.